Event description:
A tablo cartridge has failed on self-test a couple of times. Machine prompted to change the cartridge.

Event description:
A tablo cartridge has failed on self-test a couple of times. Machine prompted to change the cartridge.